Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to this perforated the heart wall of the patient. A surgical removal via pericardial window procedure was performed. The lv lead was never in service. No additional adverse patient effects were reported.